Manufacturer narrative:
Device evaluated by manufacturer: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported via maude report #5065532 that vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad). A guidezilla guide extension catheter was selected for use. During the procedure, the guidezilla was advance in conjunction with a non-bsc guide catheter to deliver an unspecified stent to the target lesion. When the stent delivery balloon was removed along with a non-bsc guide catheter, it was noticed that a small structure was lodged in the proximal lad with the non-bsc guide catheter noted to be broken. Multiple unsuccessful attempts were done with the use of balloons and filter wires when it was noticed that the dissection was getting worse. A coronary artery bypass surgery was performed to treat the triple vessel coronary disease and take opportunity to remove the broken component. No further patient complications were reported. The patient tolerated the procedure and was transferred to the coronary care post-surgical intervention unit for further monitoring and was expected to return home.